Event description:
It has been reported to philips that exposure was getting interrupted during clinical use. No harm was reported to philips. A philips service engineer inspected the system onsite and confirmed the issue. The sevice engineer found a faulty hivo unit (high voltage transformer). The engineer replaced the hivo unit, restarted the system and returned the system to use in good working order.